Event description:
During mattress inspections conducted in accordance with vha (veterans health administration) safety alert al24-01, 97 stryker stretchers (pioneer and isoflex se) were found to be compromised with biological fluid ingress, damaged covers, torn fire-barriers and odors. Damage was likely due to excessive bleach use during the covid-19 pandemic, without removing corrosive bleach residue per mifus (manufacturer's instructions for use). Damaged mattresses were removed from service and replaced. Reference reports: mw5161288, mw5161289, mw5161290, mw5161291, mw5161292, mw5161293, mw5161294, mw5161295, mw5161296, mw5161297, mw5161298, mw5161299, mw5161300, mw5161301, mw5161302, mw5161303, mw5161304, mw5161305, mw5161306, mw5161307, mw5161308, mw5161309, mw5161310, mw5161311, mw5161312, mw5161313, mw5161314, mw5161315, mw5161316, mw5161317, mw5161318, mw5161319, mw5161320, mw5161321, mw5161322, mw5161323, mw5161324, mw5161325, mw5161326, mw5161327, mw5161328, mw5161329, mw5161330, mw5161331, mw5161332, mw5161333, mw5161334, mw5161335, mw5161336, mw5161337, mw5161338, mw5161339, mw5161340, mw5161341, mw5161342, mw5161344, mw5161345, mw5161346, mw5161347, mw5161348, mw5161349, mw5161350, mw5161351, mw5161352, mw5161353, mw5161354, mw5161355, mw5161356, mw5161357, mw5161358, mw5161359, mw5161360, mw5161361, mw5161362, mw5161363, mw5161364, mw5161365, mw5161366, mw5161367, mw5161368, mw5161369, mw5161370, mw5161371, mw5161372, mw5161373, mw5161374, mw5161375, mw5161376, mw5161377, mw5161378, mw5161379, mw5161380, mw5161381, mw5161382, mw5161383, mw5161384.